Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a pixelated display line on the ilet screen that affected visibility, and a replacement device was arranged. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included device replacement logistics and instruction to shut down the device prior to return; the user was advised that data would not transfer and to continue cgm use per manufacturer guidance. Investigation of this device revealed a suspected display malfunction consistent with a screen visibility issue affecting the device¿s user interface, with no evidence of alarm or therapy malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure isolated to the display without patient harm.